Manufacturer narrative:
Concomitant products: 3cc's of heparinized saline with 1cc of unk contrast. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured while pulling back in a minimally calcified iliac. The device was removed as a whole, and manual pressure was applied by the physician. Hemostasis was achieved after 20 minutes of holding manual pressure. There was no reported patient injury. The patient was discharged on the same day. The mynx control vcd was used with a 6f non-cordis femoral sheath. The physician used 3cc's of heparinized saline with 1cc of contrast inside the balloon, in order to see the balloon under fluoroscopy. The device was inserted effortlessly, and the balloon was inflated properly (able to see the balloon indicator with white/black/white). The balloon was visible in the initial inflation. A diagnostic coronary procedure was being performed. A retrograde approach was used. The user was mynx certified. The device was prepped according to the IFU. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The procedural sheath was locked on to the sheath catch. The sealant was exposed to blood and remained in the manufacturing position as received. The syringe was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon approximately .5 mm from the balloon proximal neck. A product history review of lot f2106902, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that procedural and/or patient factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured while pulling back in a minimally calcified iliac. The device was removed as a whole, and manual pressure was applied by the physician. Hemostasis was achieved after 20 minutes of holding manual pressure. There was no reported patient injury. The patient was discharged on the same day. The mynx control vcd was used with a 6f non-cordis femoral sheath. The physician used 3cc's of heparinized saline with 1cc of contrast inside the balloon, in order to see the balloon under fluoroscopy. The device was inserted effortlessly, and the balloon was inflated properly (able to see the balloon indicator with white/black/white). The balloon was visible in the initial inflation. The device will be returned for evaluation. A diagnostic coronary procedure was being performed. A retrograde approach was used. The user was mynx certified. The device was prepped according to the IFU. Additional patient and procedural details were requested but were not available.